Manufacturer narrative:
Under analysis the ins tested functionally okay. The reported event could not be duplicated under testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A manufacturer representative (rep) reported that a power on reset (por) message prior to implant. The rep attempted to clear the por twice, and was finally able to clear and obtain the regular fields to populate patient info. It was decided to use a second implantable neurostimulator (ins) for implant as a precautionary step. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.